Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a left sfa access from right groin for a runoff procedure, the sheath broke off in the patient. A technician stated that the patient's groin was "very difficult" or scarred. When the physician tried to pull out the device it broke into two pieces. A surgical procedure was required in order to remove the separated fragment. The patient did not experience any additional adverse effects.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The sheath and dilator were returned for investigation. Visual examination of the complaint photos shows the sheath and dilator to be in a damaged condition. The sheath, which was broken off in the procedure, had a length of 6.1 cm. The dilator was bent 1.6 cm distal to the hub and at an angle of 50 degrees; the length of the bent section was 10 cm. The distal tip of the dilator was visually inspected under magnification, and no damage was noted. The straight section of the dilator was able to pass through the sheath without difficulty. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instructions for use ( IFU) which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. Under precautions, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Based on the information provided, it is feasible to suggest heavy scarring made the procedure difficult and caused the sheath to separate. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during a left sfa access from right groin for a runoff procedure, the sheath broke off in the patient. A technician stated that the patient¿s groin was ¿very difficult¿ or scarred. When the physician tried to pull out the device it broke into two pieces. A surgical procedure was required in order to remove the separated fragment. The patient did not experience any additional adverse effects.